Manufacturer narrative:
This reported issue has been previously investigated with results of the investigation determined and corrective action implemented. The probable root cause of cracks is due to poor weld quality on the argus fork arm. Past studies were conducted on the fork and its design. Engineering calculations of load factors on the identified weldment parts were performed and results are in compliance with (B)(4), sub-clause 28.4., standard for medical electrical equipment, part 1: general requirements for safety. This testing also shows the failure occurs in a slow safe manner. The fork will deflect to the point that the system cannot be used before a complete separation will occur. Additionally this system has been released for approx 15 years with no reports of death or serious injury. (B)(4).

Event description:
The field service engineer was on site at the facility and identified three cracks on the detector's fork. The system was not in use at the time of the site visit and there was no report of pt involvement.